Event description:
The hcp reported that the patient showed signs of withdrawal and 60 cc of fluid was removed from the device pocket. The next day another 40 cc of fluid was removed from the device pocket. The pump and proximal catheter were replaced.

Manufacturer narrative:
Final device analysis revealed, the connect was broken around the suture ring.